Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump battery depleted too quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up with technical support, and technical support could not confirm battery issue, added pump serial number from patient file, and used reporting date as event date, with no additional information received regarding the outcome of the event.